Event description:
It was reported that the pt experienced an increase in stimulation and a shocking or jolting sensation. There was no known accident or incident related to this complaint. The pt reported that she was just sitting in a chair with her device on and at 4.25 v, the same setting that she had the day before, and made no adjustments to her stimulation when all of a sudden the stimulation became so strong, she couldn't move her feet. She immediately unplugged device and the sensation dissipated. The pt also noted that she still had some numbness in her fingers from the event. Add'l info has been requested and will be made as f/u as it becomes available.

Manufacturer narrative:
(B)(4).